Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included anemia of pregnancy, iron deficiency, right lower quadrant pain, heartburn, uterine enlargement, prolapsed arm, antepartum condition or complication, backache, cervical pap smear abnormal, low grade squamous intraepithelial lesion, urinary tract infection, arthralgia, insomnia, lumbago, panic disorder without agoraphobia and ovarian cyst ruptured. Previously administered products included for an unreported indication: buspirone hcl and clonazepam. Concurrent conditions included perineal pain, obstetrical procedure, shakiness, sweating, chest pain, dyspnea, sleep disorder, depression, haemorrhagic cyst, genital haemorrhage, infection, ovarian cyst ruptured, stretch marks, lower abdominal pain, nickel sensitivity, skin reaction, endometriosis, rash, pap smear abnormal, depression, human papilloma virus infection, malignant neoplasm of cervix uteri and crying. Concomitant products included cefixime (flexeril), cetirizine hydrochloride (zyrtec) since 2017, clonazepam (klonopin), escitalopram oxalate (lexapro) since (B)(6) 2017, gabapentin (neurontin), ibuprofen (motrin) since (B)(6) 2017, levonorgestrel (mirena) since 2009, medroxyprogesterone acetate (depo provera) since (B)(6) 2012, ranitidine hydrochloride (zantac) and triamcinolone acetonide (kenalog). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2017, the patient experienced dermatitis contact ("rashes or skin conditions type: contact dermatitis"). On an unknown date, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), vulvovaginal pain ("vaginal pain"), abdominal distension ("bloated") and pain ("smidge sore"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dermatitis contact, dysmenorrhoea, dyspareunia and anxiety had resolved, the menorrhagia, migraine, tooth disorder, fatigue, alopecia, vulvovaginal pain, abdominal distension and pain outcome was unknown and the headache was resolving. The reporter considered abdominal distension, alopecia, anxiety, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure coils; 3 on the right and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: result: mild fluid layering within the endometrium with otherwise no evidence of acute pelvic uterine process. Likely small resolving left ovarian hemorrhagic cyst. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: confirming-headache,contact dermatitis, left ovarian cyst ruptured. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: abdominal distension, pain. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs ,mr and social media received:previously reported event "injury" updated to "pain / pelvic pain" events: "abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: contact dermatitis, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, anxiety, hair loss she did not undergo an essure confirmation test,vaginal pain, bloated, smidge sore", historical condition, concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.